Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the auxiliary drawer had no power. A filed service engineer replaced controller board to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer serviced the device.